Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with urinary incontinence as the device was no longer coapting. Upon explant of the device, the physician found the cuff had a pinhole leak at a crease in the cuff resulting in fluid loss. The aus was explanted. There were no additional patient complications reported.